Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during distribution, the cardiosave hybrid type g plug (iabp) can not power up. There was no patient involved.